Event description:
I use the medtronic minimed insulin pump and their quickset insulin infusion sets. I have had numerous problems with these sets failing to reconnect, as they are designed to do, and leaving me without insulin management of my type 1 diabetes putting at risk for serious life threatening complications. I have complained to medtronic several times about this issue and all that they do is replace the failed device. I would like to have this matter looked into as this seems to be an ongoing problem that medtronic does not want to investigate on their own. Dose or amount: 1, frequency: 2-3 days, route: sq. Dates of use: (B)(6) 2008 - (B)(6) 2010. Diagnosis or reason for use: type 1 diabetic. Event reappeared after reintroduction: yes.